Event description:
The product is either defective or malfunctioned. The filter gets caught in the sheath. Part of the "leg" is sticking through the sheath, the filter perforated the sheath. There was no difficulty prepping the device or removing the device from the packaging. The device was removed over an .035 wire. There was no pt injury.

Manufacturer narrative:
The product has been received for eval. However, the engineering analysis is not yet complete. Additional info will be submitted within 30 days of receipt.